Event description:
Proxy biomedical was notified on the (B)(6) 2015 via email by the vitamesh distributor (atrium-maquet) that they received a complaint regarding a vitamesh product (part # (B)(4)). The complaint was reported to atrium-maquet by the (B)(4). The complaint states that during a standard mesh repair the mesh would not hold up and stay intact under suture retention. The mesh was removed from the patient and replaced with a different brand mesh. There wa no patient injury reported.

Manufacturer narrative:
The root cause of the complaint is inconclusive. A review of the device history records confirms that the mesh lot met its manufacturing specifications.